Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The cause of the event cannot be conclusively determined. The DHR confirmed the subject device was shipped in accordance with specifications. The legal manufacturer was able to reproduce the phenomenon with a similar model. Since the actual item was not returned to manufacturing business center, the following acts were confirmed to be related to the lid cracks with using the similar model device oer-3, possesses by mbc. Similar event were confirmed from other user facilities. The cracked lid is related to the possible causes: close the lid while connecting tube is placed on the basin. Close the lid while something hard, such as a scope, is placed on the retaining rack. Close the lid while washing case being placed obliquely at the retaining rack. It is possible that the suggested event was due to mishandling from similar complaints. Review of the instruction manual found there was no information on mishandling to cause the event. However, it is possible that the suggested event was due to mishandling from similar complaints and reproduction of the event. IFU warns as follows in warning - chapter 4 reprocessing operations. When closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.

Manufacturer narrative:
As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the customer¿s site to service the aer. The ess reported that a replacement lid was ordered to address the customer¿s cracked lid. The oer-pro will be scheduled for repair. The device will not be returned.

Event description:
The service center was informed that user facility¿s oer-pro automatic endoscope reprocessor (aer) had a crack in its lid. There was no report of a leak. No fumes or smoke were reported. There was no positive device cultures. There was no patient involvement.